Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During investigation, all of the keypad buttons were found to be respond appropriately to button presses. The keypad was removed and no damage was found to the button contacts. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, there was moisture observed in the display. Leak testing revealed the pump leaked at the missing audio bolus button. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.